Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain 3 of 5 of peritoneal dialysis therapy. The home patient was connected at the time of the event. The care giver (cg) stated they saw air bubbles in one of the lines coming out of the cassette. There was nothing unusual found during troubleshooting that would have caused or contributed to the event. The technical service representative assisted the cg with ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, clamp function testing, and device to device interaction testing were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.